Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. A cat scan showed a metal lead broke off in the patient's spine and it is located toward their tailbone. Patient didn't know it broke until having the back issues/back pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The specific date the lead was partially explanted remains unclear, however, it was suggested that the original explant occurred some time during 2013. (B)(4).

Event description:
A patient reported that they had their previous device removed in 2013, at which time they started to have back issues. On (B)(6) 2015, they received a new implantable neurostimulator (ins) for the therapy indication ¿gastrointestinal/ pelvic floor,¿ and at that time they found out the old lead was broken and had been left inside of them. The patient stated that they were told by their health care provider (hcp) that they were having back issues due to the old lead in their body, but that it was too dangerous to remove. The patient noted they were scheduled to see their health care provider (hcp) on the day of the report. No diagnostics, interventions/potential causes of the lead removal, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had surgery in (B)(6) 2017 to fix the broken lead issue that was previously mentioned; the patient stated that this had been going on since 2011. No further patient complications are anticipated or expected as a result of this event.